Manufacturer narrative:
An event regarding damage to an unknown tibial insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: not performed as no lot ID was provided for review. -complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because device was not provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Tibial insert trials are wearing down and showing signs of chipping. Surgeon noticed deterioration on trials and wants new to replace. One small piece chipped off and was recovered.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ps tibial insert trial. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Tibial insert trials are wearing down and showing signs of chipping. Surgeon noticed deterioration on trials and wants new to replace. One small piece chipped off and was recovered.